Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology were not reported. It was reported that a physician stated that approximately 1/3 of all of his patients have post implant syndrome for endurant. The physician has performed approximately 120 cases. The physicians' definition of post implant syndrome is a fever of above 38 degrees celsius combined with elevated wbc. No further information was provided.

Manufacturer narrative:
Results: fever, cause unknown. Conclusion: cause unknown.